Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient's mesh removal occurred in 2019. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, (product catalog no, corporate lot no, expiry date, UDI no), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient's mesh removal occurred in 2019. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per op notes, ¿a large indirect hernia sac was identified. A extra-large perfix plug (device #1) was placed into the internal ring and sutured.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the removal of mesh (device #1) and implant of perfix plug (device #2). Per op notes, ¿the previously placed plug (device #1) was found to be external to the internal ring and adhesed extensively to the spermatic cord. The mesh (device #1) was removed completely in its entirety. The direct sac was noted. A medium perfix plug (device #2) was placed into the internal ring and mesh patch was placed on fascia and sutured.¿